Manufacturer narrative:
(B)(4). Instrument a: jaw/cam interface disengaged. Instrument b: batch # d9e529, exp date: 08/11/2012; MFR date: 09/11/2007. Eval summary - the analysis results found that the el5ml device (a) was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. The instrument locked out as intended but the orange indicator was beyond of its intended position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specs. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the devices were used during an unk procedure. The devices would not work, jaws would not close. Another device was used to complete the case. There was no consequence to the pt.